Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient started feeling shocking from the stimulator on (B)(6) 2017. Impedances were checked and consistent with previous measurements. Electrodes 0 and 1 were out so they programmed around those electrodes and used electrodes 2 and 3, which resolved the shocking.